Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 3006705815-2021-06523. It was reported that patient experienced a fall resulting in the leads being migrated. Patient experienced ineffective therapy as a result. The leads were explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable.